Event description:
Additional information received reported the last time the health care provider (hcp) saw the patient was on 2014-(B)(6) and it was noted the patient was doing fine. It was further reported no symptoms were being related to the system or therapy.

Event description:
It was reported that when the patient¿s implantable neurostimulator (ins) was shut off and he underwent battery replacement surgery that he experienced a loss of therapeutic effect. It was stated that ¿everything went dead¿ in the patient¿s arm and that his arm wouldn¿t work and his hand was swollen and purple. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID: 377745, lot# v004934, implanted: (B)(6) 2006, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 377745, lot# v004934, implanted: (B)(6) 2006, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).